Manufacturer narrative:
Evaluation: results: endoleak, iliac vessels are severely tortuous with severe calcification and bad bi-lateral iliac aneurysms. Evaluation: conclusion: iliac vessels are severely tortuous with severe calcification and had bi-lateral iliac aneurysms. Secondary intervention required.

Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 70 months ago. Aneurysm morphology was not reported. The iliac limbs are severely tortuous with severe calcification and had bi-lateral iliac aneurysms. The pt presented emergently with abdominal pain. The CT demonstrated a separation between the iliac limb and an aortic cuff which resulted in a type iii endoleak. The physician elected to place an iliac limb to bridge the gap. The endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.